Event description:
It was reported that the hcp had determined the patient's lead has broken and needed to be replaced. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.